Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed there was no live video output, just color bars. The buttons also failed to function. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the failure, include an internal damage to the cord or a failed control board. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the camera head was not producing picture. This was noticed before the procedure; therefore, no patient was involved. A backup device was available and no delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.